Event description:
Report received indicated that both marker bands (proximal and distal) were offset/out of position during use, therefore, device was retrieved from the pt. Balloon angioplasty was being performed to a highly calcified superficial femoral artery (sfa). The vessel was tortuous. The pta dilatation catheter was inspected and no anomalies were noted. The catheter was prepped according to the instruction for use (IFU). Device was introduced twice and two inflations were made at unk atmospheres prior to the reported event (marker bands offset). On the third insertion of balloon catheter, it was noticed that the marker bands (proximal and distal) were offset/ out of position; therefore, product was removed without incident. There was no loss of product (wholly or partly) in the pt. Another device was introduced to complete the procedure successfully. There was no adverse to the pt and no other pt-procedure specific info available.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp) including the burst test values. This product has been returned for eval and testing, however, the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.